Manufacturer narrative:
It was reported that a revision surgery was performed on the patient due to insert breakage. The associated genesis ii ps insert was returned and evaluated. A lab analysis conducted during this investigation indicated that the posterior lock detail appears undamaged, and deformations on the inferior surfaces and superior surfaces including worn surfaces, scratches and gouges were observed. The post of the insert was fractured and adrift from the rest of the insert component. The exact causes of observed damage could not be determined from the investigation of the device. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. A clinical evaluation noted that no medical documents were received for investigation. Trauma and hyperextension have been known to contribute to such an event. The patient impact beyond the reported revision could not be concluded. Should additional information be received, the complaint will be reopened and reevaluated.

Event description:
It was reported that a revision surgery was performed on the patient due to insert breakage in two parts. No procedure complications reported.